Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, patient underwent an open reduction internal fixation (orif) with an expert antegrade femoral nail (afn) which was applied for femoral diaphyseal fractures. While the surgeon was drilling the bone for the proximal static hole on the nail, the drill bit interfered with the nail. The surgeon made a preliminary hole using a k wire with 2.0mm and a guide wire with 3.2mm, then re-drilled the bone using a drill bit with 4.2mm. Then, the opposite side of the cancellous bone was penetrated. The surgery was completed within a 30-minute delay. There was no adverse consequence to the patient. Patient outcome was stable. The surgeon commented that the interference occurred because the nail was bowed and did not think it would be due to product non-conformance. (B)(4).